Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary. Investigation flow: device interaction/ functional. Visual inspection: the buttress/compression nut (part #: 03.037.016, lot #: l236556) was received at us cq. Upon visual inspection of the device and the photo. It was observe that the device was nicked and stuck with the blade/screw guide sleeve. Functional test: during functional assessment, the device was able to rotate in clockwise and counter-clockwise directions but could not pass the damaged thread on the blade/screw guide sleeve. So the device was stuck in the threaded area and could not be removed due to the damaged threads on the blade/screw guide sleeve. The complaint be replicated with the returned device. Dimensional inspection: no dimensional inspection was performed due to the complaint condition. Document/specification review: no design issues or discrepancies were identified. Complaint was confirmed. Investigation conclusion: this complaint is confirmed as the buttress/compression nut (part #: 03.037.016, lot #: l236556) was found to be nicked. It was also stuck with the mating device. The reported condition of stripped/ worn/twisted/ cross thread could not be confirmed. No root cause could definitively be determined for the reported complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part: 03.037.016-us. Lot: l236556. Manufacturing site: hagendorf release . To warehouse date: february 22, 2017. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, the unknown threaded trocar threads was damaged. Procedure was delayed for four(4) minutes. This report is for one (1) buttress/compression nut. This is report 1 of 2 for (B)(4).